Event description:
Report received that while operating on battery power, the pump powered off without alarm. The pump was programmed to deliver an unspecified medication to an ICU patient. No specific patient information, pump programming, or event detailss were available. The customer contact reported approximately 5 minutes after being unplugged from ac power, the pump powered off. There were no reported audible or visual alarms. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.